Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 133 ohms. The physician decided to continue and monitor the patient and no changes to the rv lead were made. The rv lead remains in service and there were no adverse patient effects reported.